Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left upper arm fistula, the pta balloon material allegedly frayed both at the proximal and distal ends. There was no reported retraction issues. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the length of the balloon. Therefore, the investigation is confirmed for peeled outer layer. No frayed fibers were identified on the balloon. Therefore, the investigation is unconfirmed for the reported frayed material. It is likely that the user perceived the peeled outer layer as frayed material. The definitive root cause for the identified peeled outer layer could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left upper arm fistula, the pta balloon material allegedly frayed both at the proximal and distal ends. There was no reported retraction issues. Another balloon was used to complete the procedure. There was no reported patient injury.